Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they had been leaking pretty bad for a little while. They had been trying to control the dial, but after a couple of days their symptoms came back. They said this had been going on for 2-3 weeks, it was noted they had it up to 3-something at some point. It was fine for quite a while, now they were up to 4 and it didn't hurt. They were currently set to program 3 at 4.4 volts and stimulation showed it was off, but they didn't know it was off. They were walked through turning stimulation on and setting the voltage to 1.4. They were told to monitor symptoms for improvement.